Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Friend/family member reported the patient experienced extreme pain. The patient though that the battery has died. Patient also thought that they had a urinary track infection (uti) and would go away, but it didn't and it had got worse. They were only moving to go to the bathroom. Patient increased the amplitude and they did feel tingle. Patient also thought that leads might have moved. Additional information received as patient reported that they went to see the primary care physician and it turned out to be uti and vaginitis. It turned out that it was not a problem with the stimulator. Patient was on antibiotics and feeling better. Patient had an appointment again on next day for follow-up. Patient was implanted for urinary dysfunctional/sacral nerve stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.